Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal inguinal hernia repair, when inserting the mesh, there was a whole in the mesh when unfolding it in the cavity. Removed the mesh and inserted another mesh to complete the procedure. There was no patient injury.